Manufacturer narrative:
The seizures discussed through the patient history from 2011-2014 are part of the patient's normal disease state (just more frequent), as per the physician's assessment. Omitted on first report sent.

Event description:
Clinic notes dated (B)(6) 2014 note that the patient experienced an improvement in myoclonic sz, but had larger tonic seizures that were longer. The notes also indicated that on (B)(6) 2011 the patient's seizures were cycling between getting worse and getting better. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
The seizures discussed through the patient history from (B)(6) 2011 are part of the patient's normal disease state (just more frequent), as per the physician's assessment.